Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received a power source alert. There was no reported adverse impact to the customer's blood glucose level. Customer continued using pump for insulin therapy. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.